Event description:
The customer observed false repeat reactive alinity s anti-hbc result on four samples when compared to the nat result. The following data was provided (reactive cutoff >1.00 s/co): sid (B)(6) alinity s anti-hbc initial 7.99 s/co, repeated 8.34 and 8.15 s/co, panther nat ultrio elite nonreactive (0.10 s/co). Sid (B)(6) alinity s anti-hbc initial 3.79 s/co, repeated 3.53 and 3.76 s/co, panther nat ultrio elite nonreactive (0.08 s/co). Sid (B)(6) alinity s anti-hbc initial 5.32 s/co, repeated 5.77 and 5.68 s/co, panther nat ultrio elite nonreactive (0.13 s/co). Sid (B)(6) alinity s anti-hbc initial 1.06 s/co, repeated 1.06 and 1.14 s/co, panther nat ultrio elite nonreactive (0.09 s/co). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s anti-hbc result on four samples when compared to the nat result. The following data was provided (reactive cutoff >1.00 s/co): sid (B)(6). Alinity s anti-hbc initial 7.99 s/co, repeated 8.34 and 8.15 s/co, panther nat ultrio elite nonreactive (0.10 s/co). Sid (B)(6). Alinity s anti-hbc initial 3.79 s/co, repeated 3.53 and 3.76 s/co, panther nat ultrio elite nonreactive (0.08 s/co). Sid (B)(6). Alinity s anti-hbc initial 5.32 s/co, repeated 5.77 and 5.68 s/co, panther nat ultrio elite nonreactive (0.13 s/co). Sid (B)(6). Alinity s anti-hbc initial 1.06 s/co, repeated 1.06 and 1.14 s/co, panther nat ultrio elite nonreactive (0.09 s/co). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 37332be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Overall reactive rates of ln 6p06-60, lot 37332be00 across us naval hospital okinawa*, applicable peer sites and across all us customer sites were collected and assessed. Across all us blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 37332be00 is within product requirements and comparable to other lots analyzed in the comparison. Lot 37332be00: irr: 0.325%, rrr: 0.311%, irr - rrr: 0.013%, specificity: 99.689%. Peer sites: lot 37332be00: irr: 0.304%, rrr: 0.290%, irr - rrr: 0.013%, specificity: 99.710%. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, alinity s anti-hbc reagent kit, ln 6p06-60, lot 37332be00 is performing as expected. Based on the information within the complaint record, the devices met performance specifications at the customer site as all reactive rates were within product requirements.

Manufacturer narrative:
The investigation was re-reviewed. Based on the investigation, no systemic issue or deficiency of the alinity s anti-hbc assay was identified .